Event description:
It was reported that an anchor was bent. Returned device and investigation completion noted that the anchor is fractured. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in poland. Complaint can be confirmed through the returned product analysis. The returned device shows signs of use as well as wear and tear. The prongs on the tip of inserter handle are bent with the anchor still attached to the device. The anchor has fractured on the distal end causing the metal tip to no longer be attached to the anchor and the metal tip was not returned. The inserter handle is conforming to prints with the purple knob and black handles. The proximal end of the anchor to confirm it is conforming to specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.